Event description:
It was reported that the patient was given endotracheal intubation and then ventilated to assist breathing. The preoperative routine examination of the balloon showed no air leakage, and the process of nasotracheal intubation was smooth. The balloon inflation was found to be unsuccessful after successful intubation. The nasotracheal tube was replaced immediately. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.